Event description:
Information was received indicating that a smiths medical cadd legacy plus pump's operational time with the new batteries was short compared to other pumps. The pump was operational for 16 hours while the other pumps lasted 36 hours. It was also reported that after priming started, "deniden atsutaika" alarm was issued. There was no patient injury.